Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found insulation damage was noted at 5.0-5.6cm from the reference end of the middle segment consistent with clavicle crush damage. The etfe coating was intact and inner coil was not present at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.